Manufacturer narrative:
Device analysis: the oad was received with two csi viperwire guide wires. The driveshaft had been destructively cut from the handle assembly at a location distal to the handle, but outside the patient as stated in the event details. The initial visual and tactile examination revealed damage to the nose cone area as a result of being shipped without the protective product tray. The damage is not considered a contributing factor to the difficulties experienced during the procedure. The initial visual and tactile examination of the distal driveshaft section revealed that the driveshaft filars were kinked and deformed at the distal edge of the crown. Biological material was observed embedded within the driveshaft filars in this location. Biological material was also observed at the proximal edge of the crown. Examination in the areas of adhered tissue did not reveal any damage that would have contributed to the accumulation. The driveshaft section also exhibited a kink 8mm proximal to the proximal edge of the crown. The distal section of the driveshaft was severely stretched and elongated. As such, an accurate driveshaft length measurement could not be performed. Additionally, an accurate measurement of the distance the driveshaft had been cut distal to the handle assembly also could not be performed. Further examination revealed that the crown and tip bushing remained intact and undamaged. The outside diameter (od) of the crown was measured using a calibrated snap gauge and met the drawing specification. The initial examination of the handle assembly revealed that the driveshaft and saline sheath had been destructively cut. The saline sheath was cut 6.3cm distal to the nose cone assembly. Examination also revealed a kink in the driveshaft approximately 2.2cm distal to the lap weld. The driveshaft was also discovered to be overloaded at the lap weld, extending distally 4.6cm. The initial visual and tactile examination of the returned guide wire #1 did not reveal any damage that would have contributed to the reported event. Further examination revealed that the spring tip was slightly stretched, but the proximal solder bond remained intact and undamaged. No biological material was observed on the guide wire or spring tip. The initial visual and tactile examination of the returned guide wire #2 revealed numerous kinks and bends along the shaft. Further examination revealed that the spring tip was slightly stretched, but the proximal solder bond remained intact and undamaged. No biological material was observed on the guide wire or spring tip. The damaged proximal driveshaft section still attached to the handle prevented a test wire from passing through it and was removed to allow for functional testing. An in-house 0.014 wire was then loaded through the device. When tested using an in-house saline pump, the device spun at low, medium, and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure anlaysis investigation, the root cause of the device becoming stuck in the patient could not be conclusively determined. The accumulation of biological material on the driveshaft and crown may have contributed to the device becoming stuck, but the etiology of the biological material accumulation could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the returned guide wires was not reviewed as the lot numbers are unknown. (B)(4).

Manufacturer narrative:
Device is currently being retained by facility. It is anticipated that the facility will return the device to csi for analysis, but the device has not yet been received. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. The target lesion was a cto lesion that was 80mm in length and was located in the posterior tibial (pt) artery. The physician used a 6fr introducer sheath, 0.014" quickcross catheter and a regalia guide wire to access the lesion. The regalia wire was exchanged for a csi viperwire and the oad was loaded onto it. The physician performed one run at low speed, one run at medium speed and one run at high speed in the proximal portion of the lesion. The physician then performed one run at low speed and one run at medium speed in the distal portion of the lesion. When attempting the remove the oad, the physician discovered that it was stuck in the patient. After several unsuccessful removal attempts, the patient was taken to surgery for a cut-down removal of the device. The patient status remained stable throughout the procedure. A request for additional information and return of the oad was made to the facility, but has not yet been received. It is anticipated that the oad will be returned to csi for analysis.